Event description:
It was reported that this inflatable penile prosthesis was removed as the patient was unable to inflate the cylinders. Upon explant, a tear in right cylinder and fluid loss were noted. A new inflatable penile prosthesis was implanted. No patient complications were reported.